Event description:
It was reported that the user accidentally submerged the ilet pump in a swimming pool and the device subsequently became unresponsive, consistent with an unresponsive key/button and involving the touchscreen component; the user planned to attempt drying the device before seeking a replacement. Symptoms included either no clinical signs or insufficient information to identify clinical symptoms. Outcomes included no health consequences or impact, with insufficient information for any additional impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed findings aligned with a software problem associated with an unresponsive user interface and the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.